Event description:
It was reported that during a laparoscopic appendectomy, both devices were closed prior to use on the patient and would not open. A third device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The ec45 device was received for analysis with no visual non-conformances and with an ecr45b cartridge reload present. The reload was received partially fired 1/10 and in good visual conditions. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with a test cartridge by loading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. Event could not be confirmed as the device closed and opened without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.